Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Case logged in relation to the second incident mentioned in (B)(4). She commented that this had also happened some months prior, albeit on a 3/0 monocryl. She informed me that the needle tip was not recovered and that the patient had been sent for a CT scan - which suggested that the needle tip was in-situ. I asked her to retain the suture and needle. However, these had already been disposed. No adverse patient consequences were reported. Additional information was requested.